Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9168981. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200832224] noted that did not pertain to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.5ml 31ga 6mm experienced product damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: material no.: 324911 batch no.: 9168981. Verbatim: spouse reported consumer stated the needle are not set straight on syringe lot #: 9168981. Catalog#: 324911. Date of event: unknown. Expiration date 2024-06-30.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringe 0.5ml 31ga 6mm experienced product damage/deformation with the device still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: material no.: 324911, batch no.: 9168981. Spouse reported consumer stated the needle are not set straight on syringe. Lot #: 9168981. Catalog#: 324911, date of event: unknown. Expiration date 2024-06-30.